Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements which was detected via the patient remote monitoring system. It was reported that shock impedance measurements had been chronically high since implant. Boston scientific technical services (ts) discussed the possible causes and provided troubleshooting options. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.